Event description:
During a hip arthroscopy, the electrodes at the distal end of the super multivac 50 (icw) arthrowand detached inside the pt. The physician was able to visualize the detached fragment via x-ray. The detached fragment was removed from the pt by extensive irrigation of the surgical site. The surgical procedure was extended by approximately 40 minutes as a result of this event; however, no pt complications were reported.

Manufacturer narrative:
Evaluation summary: a review of the device history records found no non-conformances associated with this manufactured lot.